Manufacturer narrative:
(B)(4). Attempts to obtain additional event details have been made. If additional information is received, a supplemental report will be submitted.

Event description:
According to the reporter: during an unknown procedure, the device jammed and would not open after inserting needle. Additional information has been requested but has not yet been received.